Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.